Manufacturer narrative:
Medtronic rep suspects that the reference frame was not threaded down all the way on the post. The site did not cut the drape, just tried to stick the post through it, and the way they described the inaccuracy is consistent with the frame being high relative to the post. Medtronic rep trained the site on how to correct the issue and the site said they may use draping checkpoints next time. No impact on pt outcome reported.

Event description:
Site reported during a craniotomy they had a successful tracer registration and the accuracy was verified by the surgeon, he draped and touched points on the pt and found he was inaccurate by more than four millimeters. The surgeon had not created accuracy checkpoints and had already made an incision, so he could not re-register. Site verified they were not aware if reference frame moved. The surgeon opted to discontinued navigation, but continued surgery. No impact on pt outcome reported.